Event description:
It was reported by the rep that (1) mcs20 was used during a thyroidectomy procedure. It was reported that the unit worked for several firings then the clips would not advance into the jaws of the instrument. A second device and third device were opened with the same result. The case was completed with a fourth device and with no pt consequence.